Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry, with residue on the lens. Visual inspection found the lens haptic bent, and residue throughout the lens. The deposit on the lens could not be identified due to the residue present on the lens surface. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - patient experienced (tyndall+) and punctate keratopathy and elevated intraocular pressure, which medication was used. After treatment to stabilize the inflammatory process, a replacement lens was implanted and the patient is happy and there is no complications and outcome was satisfactory. Claim#: (B)(4).

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. Intraocular infection, uveitis/iritis are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon reports that there was white deposits on the lens. Patient presented an outbreak of uveitis in le. Possible iritis due to lens friction, the lens was explanted le. Concomitant product used intraoperatively was the msi delivery system. The cause of the event was reported as unknown.